Manufacturer narrative:
Date sent to the FDA: 7/23/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted over the lower part of the abdominal wall, the mesh had buckled into the abdominal wall. The mesh was incised. There were adhesions between omentum and the anterior abdominal wall that were taken down. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.